Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the user had shuttled down and removed the sheath, the white advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was missing. The balloon was deflated, and the procedure was converted to manual compression. There was no reported patient injury. No damages were found on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use. The missing component was noted during delivery of the sealant to the vessel wall. The devices are stored in a cabinet in the room and not in a locked cabinet. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after the user had shuttled down and removed the sheath, the white advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was missing. The balloon was deflated, and the procedure was converted to manual compression. There was no reported patient injury. No damages were found on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use. The missing component was noted during delivery of the sealant to the vessel wall. The devices are stored in a cabinet in the room and not in a locked cabinet. One non-sterile mynxgrip vascular closure device (6/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant and advancer tube were in their manufactured position. On the other hand, the sealant sleeve was found fully retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. A deployment simulation test was performed, and no issues related to the functionality of the device were observed, as the sealant was deployed and the advancer tube was advanced as expected, after the handle was proximally pulled from the shuttle to continue with the advancement of the advancer tube, resulting in the sealant deployment. Finally, the advancer tube was fully removed passing over the balloon, showing no impediment or friction that may have affected the use of the device. The reported event of ¿advancer tube-missing advancer tube¿ was not observed through analysis of the returned device since it was found in its manufactured position within the device. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the issue experienced since the device was received with the advancer tube present on the device. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle even though the user reported shuttling down completely) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.